Event description:
It was reported that a user experienced cgm signal loss to the ilet while the dexcom g7 app continued to display readings, indicating a communication issue between the ilet and the cgm. Symptoms included no adverse clinical effects and no alerts or alarms from the ilet. Outcomes included no injury and no need for medical care. Investigation included customer care troubleshooting and education, including verifying cgm pairing status, advising a cgm toggle, restarting the ilet, and allowing time for re-pairing. Investigation of this case revealed a transient connectivity issue between the cgm and the ilet without evidence of device malfunction, consistent with intermittent wireless communication disruption. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference that resolved with standard reconnect procedures.